Event description:
It was reported that an occlusion alarms occurred. The customer's blood glucose level was 160 mg/dl. During a systems check with tandem technical support (cts) discovered cold insulin was used within the cartridge. Cts educated customer on cartridge/insulin labeling. Reportedly, customer stated pump supplies would be changed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.